Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a bactiseal catheter (ID: 823072) and a certas valve were implanted via ventriculoperitoneal (v-p) shunt. The valve and the bactiseal catheter were removed and replaced on (B)(6) 2026 due to suspicion of obstruction. According to information provided, it is unknown if the patient had any signs and symptoms due to product failure.